Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, there was a broken cable on the large suturecut needle driver instrument. There was no report of any patient involvement with this issue. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: there was no patient injury. There were no fragments that fell into the patient. The instrument was visually inspected prior to use.